Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("d focally embedding into the endometrium and myometrium are areas of coiled wire") and device dislocation ("displaced essure coil") in a 52 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pulmonary embolism, insomnia, fibromyalgia, depression, deep venous thrombosis femoral, anxiety, allergic rhinitis and obesity. The patient had a family history of osteoarthritis and hypertension. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2940 days after essure insertion, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced device dislocation (seriousness criterion medically important). The patient was treated with surgery (lysis of adhesions, robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy.). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.142 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathology report. Diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy chronic cervicitis. Benign inactive endometrium with foci of old hemorrhage. Myometrium with engorged blood vessels. Fallopian tubes with no significant diagnostic abnormalities. No malignancy seen. Comments: essure coil device is identified. Clinical history and preoperative diagnosis: pelvic pain in female. Gross description: extending into the endometrial cavity and focally embedding into the endometrium and myometrium are areas of coiled wire consistent with essure devices. Essure coils and wire are not identified within the left fallopian tube. Only approximately 1 cm of wire is noted extending into the distal most portion of right fallopian tube, however the end of this wire is noted to be partially protruding through the fallopian tube serosa. The wire and coils embedded within the anterior and posterior endomyometrium measure up to 3.5 cm in length and 0.1 cm in diameter. There is a 1.0 cm coiled portion of wire which is free floating within the endometrial cavity. [Ultrasound scan vagina] on (B)(6) 2020: ultrasound transvaginal indication: postmenopausal patient with pelvic pain. History of essure coils, 2014. History of cesarean section. History of gastric bypass and appendectomy. Comparison: CT abdomen-pelvis, on (B)(6) 2019. Impression: history of the essure oviduct device bilaterally. Findings: history of the essure oviduct device bilaterally. The CT from on (B)(6) 2019 indicated that the left sided essure device was extending into the endometrial canal. Today it appears to be extending into the lower endometrial segment; on (B)(6) 2021: ultrasound transvaginal. Indications: pelvic pain. General comment: right essure seen in proper position. Left essure seen from it cornua extending into lower uterine segment. Results: displaced essure coil into the central uterine cavity and physical exam: abdominal: there is abdominal tenderness in the right lower quadrant. Genitourinary: cervix- cervical motion tenderness present. Assessment/plan: pelvic pain in female ultrasound today indicates displacement of essure coil into the uterine cavity. Exam indicates cervical motion tenderness. Patient reports a history of endometrial ablation. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation (10065790) and device dislocation (10064684). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Non drug treatment updated. Event fallopian tube perforation and device dislocation added . Indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.